Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, g2: this event occurred in japan, see e1-e3. H3, h6: the returned cable was analyzed. One of the two network connectors on the cable was damaged, partially covering one contact. Otherwise, the cable passed a continuity test with no opens or shorts detected. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported there was a no signal error on the positioning sensor unit (psu). Also, the probe would not respond when there were four reference points, but responded when one was hidden. There was no patient involvement.